Event description:
Customer reported issues with the insulin pump. Customer states that the sensor and blood glucose readings are off. Customer also states that they have been receiving low alerts and the blood glucose readings are 401 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.